Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the b650 was not audibly alarming, and did not audibly alarm for a low spo2 alarm. There was no reported pt injury associated with this event.